Event description:
It was reported that during implant attempt, the doctor was unable to get the leads in a sub-selected branch. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found, but blood noted on all conductor; full lead returned and analyzed; (B)(4) no anomalies found, but blood noted on distal conductor; full lead returned and analyzed.